Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer post-infarct muscular vsd occluder was chosen to close a post-infarction ventricular septal defect (vsd) in a hemodynamically unstable patient using a 10f amplatzer trevisio intravascular delivery system. The patient had an impella supported and ongoing catecholamine-therapy. During procedure, when the sheath was introduced from femoral vein, the waist and right ventricular disc of the device was deformed into a cobra head. The physician tried to recapture the deformed occluder, but it could not be withdrawn into the sheath. The sheath and the partially enfolded occluder had to be pulled back trough patients vsd (back into the right ventricle) and at last out of the femoral vein. There was strong angulation of the sheath. The deformed device was never released from the delivery cable while inside the patient. The device was replaced with a new 20mm amplatzer post-infarct muscular vsd occluder and a new 12f amplatzer trevisio intravascular delivery system was chosen. The 20mm amplatzer post-infarct muscular vsd occluder was correctly enfolded and was implanted into patient's vsd but could not be placed in a satisfying position on patients ventricular septum (device only reached an oblique, but stable position). Due to difficult anatomy and poor hemodynamically situation of the patient, the implanter decided to detach the device. The occluder remained in the stable position but still a large shunt through the vsd showed in the transesophageal echocardiography (toe). Sixty minutes after the procedure, the patients hemodynamical situation became worsened. Patient had hypotension, low cardiac output and bradycardia. The patient ended up passing away. The cause of death was due to patient's hemodynamical situation, procedure and 10 days before coronary refraction.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the device deforming cobra during the implant procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the correct size delivery sheath was used. However, the field reported there was a strong angulation of the sheath due to the usual approach for vsd closure and access to the left ventricle with the delivery sheath coming from the right v.femoralis, which could have contributed to the reported incident. Whether there was anatomical interference was unknown. Based on the information receoved, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.